Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and damage on the insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that he changed the infusion set and his cannula was bent. The customer had high levels of ketones. The customer stated that his pump does not deliver insulin at the right speed. The customer mentioned a crack on the screen that goes a bit on the pump case as well. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. No crack on the lcd window noted during physical inspection.